Manufacturer narrative:
The sample associated to this report has been discarded and not available for investigation. Please ref MFR# 2936999-2011-00192/cts#rx201102-1142 for associated report and where a sample is expected to be returned for analysis.

Event description:
The company rec'd a report where it was claimed that the product's cuff would inflate on it's own during pt use. This reports is associated to the second occurrence reported on MFR # 2936999-2011-00192/rx201102-1142.